Event description:
Multisystem organ failure [multi-organ failure]. Case description: spontaneous report received in 2008 from a company rep regarding a pt who received 72 epicel grafts (lot #ee01196) about 3 weeks prior. About 5 days prior to report, the pt died from multisystem organ failure. The patient's biopsy report was obtained the next day after report. The patient was a male, who experienced a thermal burn about one month prior to report, in which 90% of his total body surface area (tbsa) was injured with full thickness burns. On the event date, the patient was admitted to the hospital's burn unit and was biopsied at 17:20. The biopsy site of tube 1 was the right axilla and the biopsy site of tube 2 was the left axilla (expiration date on tubes: 30-oct-2008). At the time of the biopsy, the patient did not have any wound or systemic infections. Current medications included: silver sulfadiazine. We are reporting this death event per our post-approved commitment within the MDR timeline of 30 days. We will solicit from the clinical site additional data including burn date, cause of burn, hcp opinion on relatedness and cause of death, autopsy info if completed, and any other pertinent info, but at this time, this info is not yet available.